Event description:
It was reported that this was a venotomy closure of a common femoral vein using a prostyle device after an ablation procedure with an 8f sheath. Reportedly, femoral imaging was not performed prior to the procedure. After advancing the device and opening the footplate, something unusual was felt. The device was removed, and it was noted that the footplate appeared completely disconnected from the lever. A new perclose device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017: failure to follow steps / instructions.